Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Customer had high blood glucose of 447 mg/dl. The insulin pump has been replaced and then a company representative went to visit the customer and determined the customer had faulty reservoirs. The customer kept receiving no delivery alarms with the reservoirs from that batch and when trying a different lot, there were no issues. The reservoirs would be replaced and returned for analysis.